Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that the device loses spo2 signal intermittently. No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to engage in monitoring activities. An error message displayed on the device when measurement stopped. The core board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over eight (8) years with no previous reported issues prior to this reported event.